Event description:
It was reported that the device was explanted and replaced due to premature eri. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis did not confirm premature battery depletion. Based on device settings, a longevity calculation was performed and was found to be within the expected limits. The device was tested on the bench and using automated test equipment, and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.